Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 the reported event is confirmed. Sterility has not been compromised. Visual evaluation of the returned product/photographs found damage to sterile pouch and debris inside the sterile packaging which is consistent with the appearance of the porous coating. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inner packaging of the implant, that contributes to the sterility of the product contains debris. Attempts have been made and additional information on the reported event is unavailable at this time.